Event description:
It was reported that the patient presented to the clinic for a routine follow-up appointment. Upon inspection of the system controller, a cut was noted in the outer protective cover of each of the power cables. Green sludge was noted to be within each of the cuts. The cuts seemed to be superficial, and no power cable conductors were exposed. The damaged power cables were repaired with application of rescue tape. Log file review noted routine events, the pump's function was unaffected by the power cable damage.

Manufacturer narrative:
The system controller serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a cut on both power cables of the controller with green sludge coming out of them was not confirmed. The heartmate ii pocket controller was not returned for analysis; however, a log file was submitted. The submitted log file contained combined data spanning approximately 19.5 days (21jul2022 ¿ 10aug2022 per the timestamp). The pump was able to maintain a speed above the low-speed limit throughout the log file. There were no notable atypical alarms active in the log file. Additionally, there were no photos, or any other supporting documents submitted that would indicate an issue with the controller or power cables. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the heartmate ii controller, if the controller has been exchanged, and if the controller is returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii instructions for use (IFU) section 2 ¿system operations¿ and heartmate ii patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate ii patient handbook section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.